Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was treated with tobramycin (route, dose and frequency not reported). The cause of the peritonitis was unknown. It was reported that the patient was discharged one day after admission. At the time of this report, the patient was reported to have recovered from the peritonitis. Therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.